Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that the probe had a small burr or something on the end during vitrectomy surgery. When they attempted to insert it into the trocar, it would not advance. The trocar was replaced, and the attempt was repeated, however, the probe still could not be inserted. The procedure was completed by replacing the product with a new pack. There was no patient impact.